Event description:
Follow up information reported that the patient received assistance from their doctor and their concerns were resolved. An appointment of ¿mid-november¿ was noted where ¿dead batteries¿ were reported but stated that ¿everything fine¿. If additional information is received, a follow up report will be sent.

Event description:
It was reported that a patient couldn¿t get ¿any kind of results from interstim¿ and couldn¿t ¿get it to turn on, period.¿ it was unclear if this was referring to the implantable neurostimulator (ins) or another device system component. It was noted that the patient didn¿t turn it on and off frequently because when she had it set where she was comfortable, she left it alone. The reporter stated that the patient had a cat scan for an illness with the colon, went into the hospital on (B)(6) 2013, and went home on (B)(6) 2013, but the patient noticed when she went home that she had to urinate too frequently, she was having pain from the colon problems and was concerned about that, and she did not check her unit. It was noted that the patient didn¿t know if urinating too frequently began after the cat scan. It was reported that when the patient had pain with her colon, it ¿messed up everything,¿ her back hurt, and it all worked together. It was noted that the patient had a doctor appointment at the time of the report. It was later reported that the patient was recently in the hospital for her colon and she had a blockage. It was noted that the patient hadn¿t felt stimulation in about three weeks and she could always feel stimulation at 0.3 amplitude. Stimulation was increased to 1.1 amplitude on program 2 and the patient could feel stimulation. It was noted that initially the patient could not synchronize the ins with the patient programmer, but was later able to connect and increase stimulation. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va01q9q, implanted: (B)(6) 2013, product type lead. (B)(4).